Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was ¿high¿, although a specific value was not given. Customer address bg with a manual injection. It was also reported that customer experienced a low blood glucose (bg) level of "low on glucose monitor. Reportedly, customer overcorrected via bolus delivery for a prior bg level and decreased their bg level. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.